Manufacturer narrative:
This product is registered as a combination product. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that patient complained of feeling a vibratory alert. Review of merlin. Net noted that the left ventricular lead exhibited high pacing impedance. Programming changes were made to switch vectors on (B)(6) 2020. The patient was in stable condition.